Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pace impedance measurements that remained within normal range. Technical services (ts) was consulted, and no noise was present on the presenting emg. Technical services (ts) recommended bringing the patient in for further testing. No additional adverse patient effects were reported. Additional information was received, x-rays were performed, and a possible lead fracture was suspected. The fractured lead led to noise being sensed on the ventricular lead electrogram (egm). Technical services (ts) recommended checking lead insertion into the header. The patient will continue to be monitor and the impedance fluctuations investigated. Lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination noted the lead had been returned in two segments, having been severed at the time of explant. Examination also noted the ID tag was cracked in two places (on one edge) and showed signs of movement; however, this was a cosmetic issue only and was not related to the initial allegation. Testing was completed to assess lead electrical performance and inner insulation integrity for both segments of lead. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating pace impedance measurements that remained within normal range. Technical services (ts) was consulted, and no noise was present on the presenting emg. Technical services (ts) recommended bringing the patient in for further testing. No additional adverse patient effects were reported. Additional information was received, x-rays were performed, and a possible lead fracture was suspected. The fractured lead led to noise being sensed on the ventricular lead electrogram (egm). Technical services (ts) recommended checking lead insertion into the header. The patient will continue to be monitor and the impedance fluctuations investigated. Lead was explanted and replaced. No adverse patient effects were reported.